Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 327 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a manual shots were given to the patient. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. No bends were identified on the exposed portion of the cannula. An occlusion alarm was noted in the downloaded data. Crystalized insulin was observed in the fluid path of the soft cannula. After removal of the crystalized insulin, no other occlusions or materials were found in the device that would cause timeouts. The cause of the alarm could not be determined. Correction: (device available for eval: yes, date returned to mfg: 10/29/2018) the device had been received at the time of initial report. (Device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report. Device was returned but not evaluated. (11/1/2018) the device had been returned to the manufacturer at the time of initial report.